Manufacturer narrative:
(B)(4). The device involved in this complaint has not been returned to the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges "the connection/junction part broke when the blade was inserted on the handle." Alleged defect reported as occurred during use. There was no report of patient harm or consequence.

Manufacturer narrative:
(B)(4). Corrected data: the manufacturer has been corrected to truphatek. The sample was not returned for evaluation; therefore, the complaint could not be confirmed. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
Customer complaint alleges "the connection/junction part broke when the blade was inserted on the handle." Alleged defect reported as occurred during use. There was no report of patient harm or consequence.